Manufacturer narrative:
Product complaint # (B)(4). Batch # n5646g. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify if the surgical procedure type was changed as you have stated "had to transact again with extra corp."? Lar. They had to take colon out from the patient and re staple/cut the colon.

Event description:
It was reported that during an unknown procedure, cdh25a: after firing oozing occurred. No consequence happened to patient but had to transact again with extra corp. There were no patient consequences reported.